Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the distal end and is part of the affected population documented in field action # isifa2024-09 grip cables. A representative image of a broken grip cab is attached to characterize the failure mode identified during failure analysis. The failure mode investigation for the affected population documented in (B)(4)., and corrective and preventive actions are detailed in capa1034101.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the 8mm mega suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgica, inc (isi) followed up with the initial reporter and obtained the following additional information: there were no motion issues noted as the instrument was replaced with a backup. No material was missing nor detached, and no fragment was reported to have fell inside the patient's anatomy. There was no patient injury reported.